Event description:
The complainant has reported that a pt (age and gender unk) underwent an ercp in 2006. It was reported that during the procedure, "part of the coating of hydrophilic tip was dislodged during cannulation and left in pt's duodenum." It was reported the physician will let the coating pass by normal peristalsis. The procedure was completed with a different device. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been received by this MFR. Therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.